Event description:
The customer reported discrepant low ph on epoc when compared to repeat testing of a new sample on the same analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer is unable to provide additional data files after multiple attempts at further information. The certificate of analysis was reviewed for the card lot in question. The lot was performing as intended at time of release. As per clsi c46-a2, arterial blood samples are preferred for blood gas analysis. Variability in both capillary collection process and in capillary blood itself may affect test results for ph, po2, pco2, and calculated so2 of capillary samples. The cause of the event is unknown. No systemic product problem identified.